Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery life and low battery alarms due to critical pump error (open book image) alarm. (B)(4).

Event description:
The customer reported via phone call that the battery got depleted faster than normal and they received low battery alert. The customer¿s blood glucose level was unknown. The customer stated that the less than a week and patient stated that she found that settings for half back light is set to 3 minutes. The product will be returned for analysis.